Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(6) on 12/29/2016. The strip lot # d170123-1 was manufactured on 01/23/2017 and expired in 01/23/2019. We tested the retain strips of same batch (#d170123-1) with our in house meter and control test. The control solution tests for level low were 51/46 mg/dl; for level high were 232/238 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 200~310 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 5:00 am after the end user alleged that she received lower than normal blood glucose results from her prodigy diabetes meter. The end user experienced shaking, sweating, confusion, dizziness, memory loss and passed out. Her blood glucose reading at the time of the medical event was 65 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result according to the end user was 5 mg/dl. Saline was administered along with juice and a peanut butter and jelly sandwich. The paramedics ensured that the end user's blood glucose was stabilized and there was no further need for transport to the ER. No additional details were provided in regards to this medical event.

Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. Okb tested the standby current of returned meter, the result was1.2¿a. The criteria is <55¿a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 64/59 mg/dl, for level high were 266/258 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~300 mg/dl. All results were within the acceptance range. Pass. 4. Because patient did not send back her strips, so we tested the retain strips from our warehouse (same as patient's suspected batch, strip lot number:d170123-1). The control solution tests for level low were 59/62 mg/dl; for level high were 252/254 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 200~310 mg/dl. All results were within the acceptance range. Pass .

Event description:
This is a supplemental report to initial report 3005862821-2018-00015 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on feb.26, 2018 and an investigation results of the suspect devices were completed by ok biotech.